Event description:
Tech was running the dimension rxl with sample lid open and the instrument in the override mode. The override mode allows the instrument to begin processing samples when added to the instrument. Tech thought instrument was not processing and attempted to put a micro sample cup on sample wheel. The sample probe punctured right middle finger. Tech was treated by dr with a tetanus shot, azt, comviver, and oral treatment of crixivan and augmenten. Operators at site have been previously warned about the unsafe practice of processing samples with the instrument in override mode.